Event description:
After radiation therapy, pt was getting off the table when his scrotum got caught in the hip fix clip. Sent to the ER, received 5 stitches. Pt discharged to home in stable condition.